Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The event occurred during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported occludes from less then 5psi during preventative maintenance (pm), which was not reproduced during evaluation. A review of the event history log identified occludes from less then 5psi during pm. The cause was determined to be a force sensor was out of specification. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.